Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2011 reporting a fluid spill within their orthopat machine. No donor injury or reaction. No operator injury was reported. Device was returned and the reported blood spill was confirmed. Fluid ingress and electronic damage was confirmed. (B)(4).

Event description:
Customer contacted haemonetics on (B)(6) 2011 reporting a fluid spill within their orthopat machine. No donor injury or reaction. No operator injury was reported.